Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have felt their heart stop and speed up since using an aerogarden that uses radio frequencies to grow vegetables. Attempts to obtain additional information were unsuccessful. The implantable pulse generator (ipg) remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.